Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 15-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, continuous bleeding and her seizures started to get frequent. She got pregnant and had a miscarriage. A hysterectomy was performed and after that she was informed that her uterus was enlarged and her left coil had migrated and was dangling from it (interpreted as device dislocation). All these events are serious due to their medical importance. Seizures started to get frequent and miscarried are unlisted events in the reference safety information for essure while the other events are listed. In this case, about 1 year after essure insertion she experienced seizures. Pregnancy was confirmed about 2 years later and abdominal pain and continuous bleeding 3 years later. The exact date and mechanism of dislocation were not known. Although the positive temporal relationship for the events seizures and miscarried are implied, a contributory role of essure is unlikely, therefore a causal relationship can be excluded. With regards to the other events, considering their nature, a causal relationship cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0506, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2011. Consumer reported she got essure done in 2011, after her second child was born. She had mild discomfort for the first few weeks after then she was fine. A year later she noticed she had gained 28 lbs. Then, she started to get horrible joint pain. She is also epileptic who's seizures were under control with her medication. But her seizures started to get frequent, her neurologist had no explanation why her anti convulsion medication was all the sudden ineffective. In 2013 she was confirmed pregnant. Ended up in the emergency room one night with bleeding, she had a miscarriage. At that point she started questioning essure. Especially after being confirmed the blocked after procedure. In (B)(6) 2014 she went to her obstetrician asking for essure removal due to the amount of abdominal pain and bleeding she continued to have. She had a hysterectomy. After her hysterectomy she was informed that her uterus was enlarged and her left coil had migrated and was dangling from it. After so much pain and issues she is happy to say 9 months of not having essure in her body her joint pain is better, her seizures under control again and no abdominal pain, however she does now have a metal allergy. She cannot wear jewelry without breaking out nor she can consumer canned food. It also made her breakout, and she got horrible sick. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, continuous bleeding and her seizures started to get frequent. She got pregnant and had a miscarriage. A hysterectomy was performed and after that she was informed that her uterus was enlarged and her left coil had migrated and was dangling from it (interpreted as device dislocation). All these events are serious due to their medical importance. Seizures started to get frequent and miscarried are unlisted events in the reference safety information for essure while the other events are listed. In this case, about 1 year after essure insertion she experienced seizures. Pregnancy was confirmed about 2 years later and abdominal pain and continuous bleeding 3 years later. The exact date and mechanism of dislocation were not known. Although the positive temporal relationship for the events seizures and miscarried are implied, a contributory role of essure is unlikely, therefore a causal relationship can be excluded. With regards to the other events, considering their nature, a causal relationship cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.